Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when connecting the imaging system to the navigation system there were no igs servers found in the navigation connection and the verification failed for the igs server. Technical service (ts) had the manufacturer representative (rep) run a network configuration and the system was listed as "dchp" with no ip assigned. Ts had the rep set up the network as static using the ip listed on the mobile view station (mvs) and used the default gateway and subnet mask listed for the imaging system. The igs server verified and the navigation connection was able to find the navigation system. The manufacturer representative confirmed that the system was supposed to have a static ip. They had been able to connect to the imaging system prior to this without issue. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when connecting the imaging system to the navigation system there were no igs servers found in the navigation connection and the verification failed for the igs server. Technical service (ts) had the manufacturer representative (rep) run a network configuration and the system was listed as "dchp" with no ip assigned. Ts had the rep set up the network as static using the ip listed on the mobile view station (mvs) and used the default gateway and subnet mask listed for the imaging system. The igs server verified and the navigation connection was able to find the navigation system. The manufacturer representative confirmed that the system was supposed to have a static ip. They had been able to connect to the imaging system prior to this without issue. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Software files were returned for analysis, however there was insufficient information to determine cause. If information is provided in the future, a supplemental report will be issued.